Manufacturer narrative:
The autopulse li-ion battery associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
Customer reported the autopulse li-ion battery (serial #(B)(4)) shows it was fully charged but will not power on the autopulse platform. The customer tried to charge the battery on the autopulse multi-chemistry charger and displayed a red light. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.